Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction . ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this is one of two reports. This report represent the pump and the other report represents the purge cassette. Refer to section h.10 for the related report number.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. Continuous renal replacement therapy (crrt) was started early this morning with evidence of blood in the collecting bags. The patient had hemolyzed labs. The performance was adjusted from p9 to p8. A swan-ganz pulmonary artery catheter (pac) or a simple central venous pressure (cvp) line were in the plans for hemodynamic support. The impella placement signal was linear and consistent with arterial lines and only produced a flow of 3.0-3.1 liters per minute. The patients condition worsened resulting in further acidosis and severe biventricular failure. Considerations for escalation were not entertained as there was no revascularization strategy. Care was withdrawn and the patient expired. Based on the information available, the impella cp cannot be excluded as a possible contributing factor to the patient¿s outcome.

Manufacturer narrative:
H6: added appliable codes to health effect-impact code, health effect-clinical code, medical device problem code. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Hemolysis: clinical details report bloody collection in continuous renal replacement therapy (crrt) bag the morning of case start, which was confirmed by hemolyzed labs. The pump was noted to be positioned close to the posterior wall and a papillary, but no obstructions were noted at the inflow cage. No blood products were administered. It was suspected that the performance level was simply too high, per follow up with the field representative. No further details were provided, and the patient passed away the following morning. The only data logs available were from the first console (B)(4), which was replaced due to purge related issues during case start. Therefore, no data logs were available for the time that the patient was on support and experienced hemolysis. Product was not returned for investigation. Since neither product nor data logs were available for investigation and insufficient clinical details were provided, the cause of the hemolysis could not be determined. Device history review: pump passed all post-sterile inspection checks.